Manufacturer narrative:
Review of production records, acceptance activities, health care professional narratives and photographs of broken catheter taken by hospital suggest an unusual circumstance (inadvertent or otherwise unsupervised attempt at catheter removal by pt, while pt was still in hospital) resulting in broken catheter.

Event description:
Pt (B)(6) had knee replacement surgery. The end of the catheter attached to the symbios go pump was placed behind the patella. A nurse encountered the pt in a bathroom the day after surgery, with the catheter removed and "wrapped around the pt's neck." The end of the catheter appeared to be crushed; the marking indicating the end of the catheter was not visible. An x-ray that day suggested a 1.5 inch segment of catheter within the wound. A follow up x-ray (next day) showed no evidence of a catheter fragment in the wound. The fragment could not be found in the pt room, and no further intervention was pursued.